Manufacturer narrative:
Although the lens was not returned to the manufacturer, a video and a photograph were provided and were evaluated. The reported debris was verified in the images; however, the origin of this debris is indeterminable since no sample was returned for an in depth investigation. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, photograph and video, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted, give date: not applicable as the lens remains implanted to date. Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a white powdery substance was observed around the optical edge part on the posterior side of a model za9003 intraocular lens during implantation. The surgeon was able to remove the substance by using an irrigation/aspiration procedure. No patient injury was reported. No additional information was provided.